Manufacturer narrative:
3008452825-2021-00049-1 manufacturer narrative: the reason for this revision surgery was reported as poly swap. The previous surgery and the surgery detailed in this event occurred on 17 days apart. Initial or prolonged hospitalization was required. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at hospital and not made available to djo surgical for examination. A review of the device history records (DHR) show that the reported components used in the previous surgery, when released for use, met design and manufacturing requirements. There was an ncmr#50794 associated with the main part #341-12-706,empowr 3dkneetm ins, 6l 12mm, ve, which documents that out of 20 parts lot, 5 parts were rejected and scrapped due to cuts/dings on edges of condyles. All the other parts in the lot are met with fit, form and function requirements. The devices were verified to have gone through an acceptable sterilization process and were within its expiration date at the time of the previous surgery. Customer complaint history of the reported devices showed no present trends or on-going issues that are needing a review. The root cause of this complaint was revision surgery due to poly swap. There was no findings during this evaluation that indicate the reported device was defective. No information was submitted with the complaint regarding pre-existing conditions of the patient or any activities the patient was involved in that may have contributed to the event. Due to the short time between the previous and revision surgery, it is also possible that the event may have been occurred due to lack of post-operative care, patient noncompliance with medical instructions or incorrect implant selection. There are multiple factors that may also contribute to an event that are outside the control of djo surgical. There are no indications of a product or process issue affecting implant safety or effectiveness. Additional reporting on this event will be provided as a supplemental report to this document if it becomes available.

Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document if it becomes available.

Event description:
Revision surgery - surgeon did an irrigation & drainage and poly swap.